Event description:
It was reported that an insect was noticed within a bulb irrigation syringe component.

Manufacturer narrative:
Information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided for review. A foreign particulate was observed within the component, however, it could not be confirmed that it was an insect. No physical sample was returned for evaluation. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.